Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The reporter alleged that the battery cap was unable to be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/18/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/28/2016 with the following findings: during investigation, the battery compartment was cracked along the side, and from the case seal to the bumper. No evidence of physical damage was found on the battery compartment threads. Unrelated to the original complaint, the display was dim with letters having a red hue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.